Event description:
It was reported that one day post-implant during pre-discharge device check, the daily hv lead impedance had increased. The device was programmed with svc turned off.

Manufacturer narrative:
Reported high impedance was confirmed after review of the trend data. Device underwent bench and ate testing. Hvli was normal. No anomaly found. The cause is believed to be due to a lead connection issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.